Event description:
Reference number (B)(4). Event occured in spain. On (B)(6) 2025, the patient experienced a serious health issue involving high blood glucose (bg) levels and ketosis, which led to an emergency room visit. The patient had actually been hospitalized earlier, on (B)(6) 2025, for a period of 4-5 hours. During this hospital admission, the patient's blood glucose level was alarmingly high at 500 mg/dl. The patient reported feeling sick and unwell at the time of hospitalization. To address the high blood glucose, the medical team administered insulin through both the patient's insulin pump and additional injections. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: spain. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.